Event description:
A patient experienced blisters and irritation around the nose and the upper lip where a CPAP mask disinfected in cidex opa was used. The patient was advised to seek medical follow-up with his physician.